Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged. During the repositioning, the physician stated that the lead appeared to loose its shape on the fluoroscopy and looked like a "droopy l." The lead remains in use. No patient complications have been reported as a result of this event.